Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a stent dislodgement occurred. The 85% stenosed lesion was located in a severely calcified and moderately tortuous left anterior descending artery. The lesion was predilated with a 3.0x15mm apex balloon. The 3.0x32mm taxus liberte' stent was inserted and the stent dislodged at the guide catheter. The stent was stripped off going into the guide catheter. The taxus liberte' stent was retrieved with a snare. No further intervention was performed and the procedure was ended. The pt would be treated either medically or surgically at some point. No further complications were reported.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.